Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. It was reported that during a trupulse afib procedure, a pericardial effusion was diagnosed via a stat echo. The effusion seemed stable so the case continued. The case was completed. The patient was not responding to "pressor" meds so another stat echo was ordered, a pericardiocentesis was performed by the physician. 1100 ml of fluid was removed. The patient was stable at the time of the call and was transferred to the operating room for observation before anything else was decided. However, it was later reported that patient underwent an open-heart surgery to repair a tear at the distal left atrial appendage. The patient's condition improved but they required extended hospitalization. Procedural activated clotting time was >350. No catheter exchanges occurred during the procedure, and the varipulse catheter was used to map and ablate. The number of ablations that was performed was 19 complete, 1 incomplete. The number of ablations in the pulmonary veins was 14 and the number of ablations outside of the pulmonary veins was 5. Ablation was performed prior to noting the effusion. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 2-mar-2026, the product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).